Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .. Summary in h 10. Additional information was obtained that no patient was involved as event occurred during testing. Unknown date.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps: 6400 . The complaint of alarm code 1260 was verified during testing and duplicating event. This was isolated to microprocessor unit board and back up capacitor were malfunctioning. Unknown cause of event. Action was taken to replace microprocessor unit board and back up capacitor. Device was tested for pm and passed ready for service.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited lec 1260 error code alarm. No reported adverse effects.